Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the night on (B)(6) 2026, the patient¿s daughter reported that the patient¿s cgm displayed a glucose reading of approximately 40 mg/dl. The patient did not have a glucometer available at home and therefore was unable to perform a confirmatory fingerstick blood glucose (fsbg) test. At that time, the patient reportedly experienced symptoms of feeling cold, headache, and shakiness. In response to the low cgm reading, insulin was administered by injection; however, the type of insulin and dose were not specified. The patient¿s wife then transported the patient to the hospital, arriving at approximately 11:00 pm. Upon evaluation at the emergency department (ed), a fingerstick blood glucose (fsbg) reading was approximately 480 mg/dl, while the cgm continued to display approximately 40 mg/dl. The patient received IV fluids, and the ed staff recommended removal of the sensor. The patient reportedly did not have additional sensors available for replacement at that time. The patient remained at the ed for approximately 3 hours and was discharged at approximately 2:00 am on (B)(6) 2026. At the time of the report, the patient was doing well but did not have a glucometer or an active sensor available at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.